Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for atrial fibrillation and atrial flutter, during mid procedure, flush tubing line was broken. There was fluid leaking from the flush port. No air was seen in the sheath of patient. A new device was used to complete the procedure. No patient complications occurred.